Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under-responsive. In addition, the keypad was reported to be missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the keypad was found to be peeling up at the base. All of the keypad buttons responded appropriately during testing. The complaint of a keypad response issue was not duplicated. The keypad cover was removed and no contamination was found under button contacts. Unrelated to the complaint, investigation revealed a dim, faded, discolored display. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.